Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of leaks from the reservoir. The customer's blood glucose reading was unknown. The customer stated that he pulled on the reservoir and insulin spilled out. The customer stated that the leak occurred when he was filling the reservoir. The location of the leak is the bottom of the reservoir. The reservoir will not be returned for analysis because it was discarded. The customer will be sent a replacement reservoir.